Event description:
It was reported that the patient presented to their wound review visit with matter exuding from their wound. The physician assessed that the patient had a mild infection at the implantable pulse generator (ipg) pocket site and administered antibiotics to the patient. A culture was taken but the results are unknown.